Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. Electrodes used during reported event were not available for evaluation. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device failed to recognize electrodes during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no adverse patient outcome reported.